Manufacturer narrative:
The product was unavailable for return. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records showed no anomalies. All valves are 100% tested at the time of manufacture. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported to medtronic neurosurgery that a hole was discovered in the device. According to the report, the doctor opened a 2nd device with a different lot number and completed the case. It was stated that the doctor checked the device before the procedure started so delay was negligible as they pulled another valve from the shelf in the next room. Reportedly, there was no other impact, and the device had no contact with the patient.

Manufacturer narrative:
The returned valve was patent. The valve met the requirements for siphon, pressure-flow, and pre-implantation testing. However, the valve did not meet the requirements for reflux and leak testing due to a tear in the top of the delta chamber. It is unknown how or when this damage occurred. The instructions for use (IFU) that accompany the device caution that ¿improper use of instruments in the handling or implantation of shunt products may result in the cutting, slitting, crushing or breaking of components.¿ the IFU also caution that ¿care should be taken in handling the valves as silicone has a low cut and tear resistance.¿ a review of the manufacturing records showed no anomalies. All valves are 100% tested at the time of manufacture. If information is provided in the future, a supplemental report will be issued.